Manufacturer narrative:
(B)(4), per exemption number e2017013.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-nov-2017 a field service engineer (fse) found a faulty rotor seal of the injection valve. The fse replaced the rotor seal. The fse then proceeded to run quality controls, which passed without any issues. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 5, maintenance procedures, states that the rotor seal on the injection should be replaced annually by a field service personnel only. The most probable cause of the reported issue was due to a faulty rotor seal of the injection valve.

Event description:
On (B)(6) 2017 a customer reported that several hours after preventive maintenance was completed, the first patient sample ran on the g8 instrument obtained zeros in all results. The customer reported that upon repeat, the patient sample obtained actual results. The customer requested service in order to address the reported issue. On 13-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.